Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary and bowel problems, organ perforation, recurrence, bleeding, dyspareunia and vaginal scarring. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted along with concurrent posterior repair, perineorrhaphy, anal sphincter repair, and intraoperative cystoscopy due to posterior vaginal prolapse. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: it was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring and underwent vulvar biopsy on (B)(6) 2008 due to retroperitoneal periaortic mass. It was reported that patient underwent vaginectomy and hemorrhoidectomy on (B)(6) 2011. It was reported that patient underwent wide local excision of the right labia majora and labia minora, perianal biopsies, and vulvar colposcopy on (B)(6) 2015 due to recurrent vulvar intraepithelial neoplasia, anal condyloma not responding to trichloroacetic acid, and history of vulvar cancer. (B)(4).